Event description:
Report rec'd that a pt became "unresponsive" while the device was in use. Her respiratory status and vital signs remained stable. The pump had been in use infusing morphine 5mg/ml with a 2mg pca dose, 6 min pt lockout and a 45mg 4 hr limit. The pt continued to experienced pain, so the prescription/settings were changed to morphine 5mg/ml, pca plus continuous, 0.5mg/h, 1mg pca dose with a 6 min pt lockout and a 40mg 4 hr limit. Approx 2 to 3 hrs later, the pt was "unresponsive." She had a stable respiratory status and vital signs. On amp of narcan was administered and the pt "responded quickly to an alert status." The device settings were verified as correct and the expected amount of drug was gone from the vial. The pca was discontinued. Approx 2 hrs later (no analgesic delivery) the pt reported "neck pain and trouble breathing " and then experienced the same symptoms of unresponsiveness with stable vital signs. A second amp of narcan was administered. Physicians were not able to determine the cause of the unresponsive state. Pulmonary embolism was ruled out. Ongoing medical tests were to be performed. One md indicated "possible accumulation of morphine without clearing it from the system." Report source indicates there was no indication of pump malfunction or user programming error. No additional info was available.